Event description:
Procedure: hand assisted nephrectomy. Reportedly, the endo gia univsersal would not release off of the tissue after firing. The tissue that the stapler was jammed on had to be resected. Clips were placed on either side of the staple cartridge and the tissue was cut releasing the cartridge. No further pt injury reported.